Event description:
The advocate stated, the customer received a blood glucose reading of "hi" from one contour meter and a reading of 187 mg/dl from the other contour meter. The difference between the readings appears to fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement strips were sent to the customer.